Manufacturer narrative:
This device was for treatment not diagnosis. Investigation is on going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of synthes device history records for the product indicate no complaint related issues were found.

Event description:
While using a screwdriver, to remove 2.4 mm modular hand screw, during a hardware removal procedure of the left forearm, the tip of the screwdriver broke off. The tip was recovered and a replacement screwdriver was used. The surgeon completed the procedure successfully with slight delay.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Three of the four flanks are broken off. The remaining flank is deformed. The relevant dimensions can not be verified anymore because of the damage at the tip. It is clearly visible that the remaining flank is strongly bent in counter-clockwise direction. This indicates that a mechanical overload during the loosening of a probably blocked screw could have caused this breakage. The wear marks at the remaining flank also indicate that this was an often and intense used screwdriver, so wear and tear could also have played a certain role.